Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device was not confirmed. The device declared elective replacement time (ert) in the first current bin. Moreover, manual electrical measurements noted normal pacing and sensing functions.

Event description:
It was reported that this pacemaker possibly depleted faster than expected in six months prior reaching elective replacement indicator (eri). This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker possibly depleted faster than expected in six months prior reaching elective replacement indicator (eri). This pacemaker was explanted. No additional adverse patient effects were reported.